Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a stone removal procedure in the common bile duct performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated to dilate the papilla, however the balloon did not inflate. It was reported the balloon may have been damaged by the endoscope, however it could not be confirmed whether any visible issues were noted to the device. It was confirmed the balloon did not burst. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual evaluation of the returned complaint device revealed no defects to the catheter or to the balloon portion of the device. Functional testing was performed; inflation was attempted and a pinhole was noted in the balloon material at 7cm from the distal tip. The condition of the returned incident device is consistent with the reported event of inflation difficulty. It is possible that the balloon was damaged due to contact with a stone. However, it should be noted that the directions for use (dfu) of this device indicate the balloon to endoscopically dilate strictures of the alimentary tract. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.